Event description:
Patient reported that after injection with "juvederm", they experienced a "circular scar." No treatment noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of circular scar is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.